Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
On june 24, 2024, senseonics was made aware of an incident where the patient complained of inaccurate sensor readings. The sensor was inserted on (B)(6) 2024. Patient provided the below examples. Date, time, sensor glucose (sg) value, blood glucose (bg) value on (B)(6) 2024 08:08 pm 161 mg/dl 226 mg/dl. On (B)(6) 2024 08:44 am 126 mg/dl 228 mg/dl. On (B)(6) 2024 11:41 am 106 mg/dl 67 mg/dl. On (B)(6) 2024 12:25 pm 82 mg/dl 120 mg/dl. On (B)(6) 2024 12:52 pm 74 mg/dl 157 mg/dl. A return material authorization (RMA) was issued for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The initial investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the initial investigation analysis, the system performance had deviated from the normal behavior. To further investigate the issue and to determine the root cause, the return material authorization (RMA) was issued for sensor replacement. The sensor was returned and a visual inspection did not reveal any abnormalities. Functional testing of the returned sensor did not reveal any malfunction. A further review of the sensor glucose data showed significantly low signal and reference channel values and declining sensor performance since from 19 june onwards. The potential root cause of the issue could be due to poor recovery from a possible impact to the insertion site. Although the customer did not report any impact to the insertion site, we do not expect every minor to major impact to the insertion site memorable to the customer. The impact to the insertion site could have likely contributed to the observed sensor inaccuracies. B4. Date of this report updated to 20 sepetmber 2024. D9. Is this device available for evaluation? July 29, 2024. G3. Date received by the manufacturer? 18 september 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114 h6. Investigation conclusions updated to 4315.